Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -13.00 diopter lens tore/broke during loading; after opening vial. The lens was not implanted into the patient's left eye (os). "Icl tore after many loading manipulations."

Manufacturer narrative:
Additional information: b5- on (B)(6) 2022 a replacement lens was implanted into the left eye (os) and the problem was resolved. Status of the eye: "patient very satisfied- no symptoms". Claim# (B)(4).